Manufacturer narrative:
Initial name - (B)(6). Last name - (B)(6). Email address: (B)(6). Phone number: (B)(6). Initial 5 of 8. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced eight infusion sets fell off events during use on (B)(6) 2026. The infusion sets were used for couple of hours and patient replaced infusion sets and resumed insulin deliveries successfully.it was reported that the patient faced eight infusion sets fell off events during use on (B)(6) 2026. The infusion sets were used for couple of hours and patient replaced infusion sets and resumed insulin deliveries successfully.